Event description:
After doing a 8 week treatment with neurostar tms therapy (transcranial magnetic stimulation), my anxiety has tripled in intensity and frequency. My depression has worsened and I am now experiencing cognitive and memory issues (something I did not experience before treatment). I am now experiencing insomnia and as a result I have lost my job of 7 years, and a subsequent 4 other jobs due to debilitating anxiety. I have met many others who have experienced negative life-changing effects because of tms and implore the FDA to look into this. FDA safety report ID# (B)(4).